Manufacturer narrative:
Product analysis: analysis confirmed that the external pulse generator (epg) output connector assembly was broken. It was also found that there was damage to one of the capacitors on the main printed circuit board (pcb). The encoder switch assembly and one knob were found to be contaminated, and the display wires were pinched, but the insulation was not compromised. Additionally, the upper case and keypad were scratched, and the lower case and hanger assembly were broken. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port on the external pulse generator (epg) was damaged. The epg has been returned for service. There was no patient involvement.